Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with right atrial (ra) lead experienced right sternal side chest pain which seemed to be related to lead placement. It was noted that after the reposition, the patient acutely did not feel pain. Additional information indicated that it was unknown as to what was the cause of pain, however it was believed to be due to lead position. Furthermore, it was noted that the patient was checked and was treated. In addition, the new chest pain was assumed to be pericarditis which was believed to be procedure related. This ra lead was repositioned. No additional adverse patient effects were reported.